Event description:
It was reported that the patient stated due to the purewick urine collection system was not working it caused patient to have a urinary tract infection. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided. Per additional information received via liberator on (B)(6) 2022, it was stated that the patient was still having suction issues in the purewick urine collection system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "it is important that the port connections be connected correctly for proper operation of the purewick¿ urine collection system". "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated due to the purewick urine collection system was not working it caused patient to have a urinary tract infection. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided. Per additional information received via liberator on 20jun2022, it was stated that the patient was still having suction issues in the purewick urine collection system.